Manufacturer narrative:
Device 5 of 5 e1: complainant state: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that the mass became too swollen and blocked the stoma. No photo was available at this time.